Manufacturer narrative:
The tests on archival sample were performed for compliance with the parameters established in product specification. No nonconformities were found. The tests on customer sample were performed for compliance with the parameters established in product specification. The defect under complaint was not confirmed.

Event description:
User has had several pen needles that he says were defective. A few were bent and he still injected. Then he saved 3 that were defective and bent into a z.